Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump generated a persistent restart alert 41 despite verification that the pump was clean, contained no cartridge or debris, and had adequate charge, and the alert did not resolve after a guided restart; a replacement pump was provided and return of the original devices was requested for investigation. Symptoms included no reported adverse health effects. Outcomes included no impact to the user¿s health and no hospitalization. Investigation included customer service troubleshooting and receipt of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the insulin drive system.